Manufacturer narrative:
No device or photographs were received; therefore the condition of the component is unknown and a device evaluation is not possible. Review of the device history records cannot be performed due to product part and lot number being unknown. This device is used for treatment. It is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. A product history search and compatibility cannot be assessed as the lot number is unavailable at this time. A definitive root cause cannot be determined with the information provided. Since the part number and lot number are unknown, the UDI is unknown.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to swelling, implant loosening, limited range of motion, difficulty walking or standing, stiffness, cardiac arrhythmia and limping.